Event description:
It was reported that the patient developed syncope at potential end of service (eos) of the implantable pulse generator (ipg). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.